Manufacturer narrative:
The device was returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A field engineer reported to integra that a 009300xpst assembly emitted a burning smell during an unknown case. But it did not cause any delay with completing the surgery. No patient injury was reported. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was returned for evaluation. An investigation of the device records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. A visual inspection found the top cover and chassis were dented in the back, left corner. In addition, the lamp was melted to its base. Also. The inside of the turret was melted. Functional testing found the unit powered on and both fans were operating. The melted components are considered the root cause of the burning smell. The reported complaint was confirmed.